Event description:
Vague pump report of "intravenous pump not delivering fluid, flattening tubing inside of pump" during clinical use. No additional clinical info was able to be obtained. No pt injury was reported.